Event description:
It was reported that the vascular stent could not be deployed in the sfa. No patient injury was reported. The evaluation of the returned sample revealed that the stent was partially released.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803, as it involves a similar device to a PMA approved device sold in the u.s. Under #p070014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The condition of the returned sample confirmed the reported failure to deploy the stent. The stent was found to be partially released. Increased friction is considered the reason for an increased release force and subsequent deployment failure. Potential factors that could have let or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult patient anatomy or a challenging placement site may result in high friction during the attempt to release the stent. In this case, no information regarding the patient anatomy or procedural details were provided. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit."